Event description:
2 patient incidents occurred involving these monitors. Neither patient sustained harm; monitors had to be replaced on patients at the bedside. Incident #1- pt was infant (male). Nirs monitor was not giving a reading for either cerebral or flank values. Attempted to switch out to the old (previously used) monitor without success. Since the old monitor didn't work either, suspected it was the sensors, so tried a new sensor, paying attention to the lot #. Was able to get a sensor to work for a cerebral reading with the new monitor but was still unable to get a reading on the flank. Also tried the patient¿s leg without success. Incident #2-pt was child (female). Flank nirs with adult sensor was not reading after setting up on admission on arrival from or. Anesthesia reported intermittent during the case. These are newer monitors on the unit, old monitors were replaced with these two monitors. After placing the new sensor on flank, noticed that it gave an initial reading, but there were only 1-3 bars (indicating poor signal quality). The reading does not continue to read but rather give a flashing yellow with a notice of that poor signal quality. The quality indicator goes to 5 bars for best conditions. Since we recently upgraded to these new monitors, we initially notified the vendor for troubleshooting. They are aware that we have continued to see intermittent issues with different patients. Manufacturer has indicated that they will be sending an engineer/rep to onsite location for evaluation. Date is tbd.